Event description:
The customer reported the closed tube aliquotter (cta) active wash station and piercer lubricating stations overflowed involving the unicel dxc 600i synchron access clinical system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and cleaned up the fluid spill. The customer performed system troubleshooting and no issues were noted. Patient results were not generated; there was no patient impact. The customer was advised to discontinue use of the instrument until service is complete. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the wash station was not draining and replaced the pump assembly to resolve the issue. Service activity was verified per established procedures. The unit conformed to the manufacturer's published performance specifications. Results: assembly. (B)(4).